Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the non-calcified and moderately tortuous left anterior descending (lad) artery. A 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the lad and would not cross the lesion. The lesion was then predilated with a non-bsc balloon catheter. The 2.75x38mm taxus liberte sds was again advanced to the lad and would not cross the lesion. It was noted that the stent edge was flared. The procedure was completed with a 3.00x38mm taxus liberte sds. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system and stent. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were three flared struts in the first distal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the non-calcified and moderately tortuous left anterior descending (lad) artery. A 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the lad and would not cross the lesion. The lesion was then predilated with a non-bsc balloon catheter. The 2.75x38mm taxus liberte sds was again advanced to the lad and would not cross the lesion. It was noted that the stent edge was flared. The procedure was completed with a 3.00x38mm taxus liberte sds. No patient complications were reported and the patient's status is good.